Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator failed the o2 sensor cal. The customer replaced the sensor and the o2 sensor cable but this did not fix the problem. The customer advised there was no patient involvement associated with this event.